Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported they were seeing code (B)(6). Agent walked patient through restarting the handset. Patient stated they would get stuck at 90% lag and had been since they were implanted. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh9020tdd. Serial# (B)(6): product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer indicated that yesterday they went to the doctor's office and the medtronic repres entative met them there and bumped up the stimulation by 5% and added a boluses. The patient stated that after they did their bolus, the controller locked them out for 4 hours like it normally does, but today they got up and did the bolus and the controller was locked out for 13 hours when it should only be locked out 4 hours. The patient alsostated that they keep getting stuck at 90% when trying to connect to their pump. The agent asked the patient if there was any code that came up on the ptm device and patient stated no, but they were told that they would always be on a 4 hour lockout. The patient was wallked through clearing data and connecting to the pump. The patient was able to successfully connect without a lag. The patient was redirected to their healthcare provider to further address the lockout issue.